Event description:
The customer reported via the sales rep that the reamers have seized during a procedure. It is further reported that the collar on the reamer has jammed whilst being used on power. Due to the collar becoming jammed, the surgeon possibly believes that the tibia was not reamed deep enough. The pt has suffered a tibial periprosthetic fracture at the tip of the prosthesis.

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report. This is the same pt/event as MFR # 2249697-2009-00220 & 2249697-2009-00221.